Event description:
It was reported that insulin leaked. Customer has high blood glucose reading of 502 mg/dl. Before the end of the call, the blood glucose reading dropped to 262 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.